Event description:
It was reported that the patient's leads had migrated and that the ipg was inoperable. Surgical intervention was undertaken, and the system was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Correction: first notification date is 17jul2025. Correction b5: additional information received reports that the patient's system was explanted at an unknown date and not (B)(6) 2025 as previously reported. Correction d6b: explant date is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient's system was explanted at an unknown date and not (B)(6) 2025 as previously reported.